Event description:
It was reported by the sales rep that the cardioplegia was not being delivered to arrest the heart. Per the rep it appeared as the balloon of the proplege coronary sinus catheter was not completely round and there was a "piece sewn to the side" of the balloon. No patient injury was reported.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and found the tip of the catheter was stuck inside the contamination guard cap of the catheter no device defects were confirmed. The root cause of the difficulties experienced in this case can most likely be attributed to the user kinking the tip of the device during use. CAPA not required per assessment. No corrective actions due to this complaint. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. Instructions for use were reviewed and found acceptable. The lot number of the device in question is unknown; therefore, a DHR review cannot be completed. From (B)(4) 2012 (proplege launch) to date, there have been no other complaints regarding the balloon of the proplege device being eccentric or having foreign matter attached to it. (B)(4). Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device is currently under evaluation into root cause.